Manufacturer narrative:
On 10/16/2019, the product investigation was updated. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that the customer experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00542488. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 350cc mentor memorygel breast implants, suffered left side capsular contracture; baker grade iii and right side that has dropped, post-operatively. As a result, the patient underwent bilateral removal and replacement on 4/9/2019 with the following device: (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 7638535 sn: (B)(4) and (right) 295cc mentor memorygel breast implant catalog: smpx295 lot: 7638537 sn: (B)(4). This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number ip-00542488.